Event description:
It was reported to philips that the system's estop activated on its own, preventing geometry movements. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a planned/non-emergency treatment, the procedure was prolonged but was completed by rebooting the geometry. There was no harm reported to philips. The philips field service engineer (fse) visited onsite and confirmed that the system¿s estop activated on its own, preventing the geometry movements. Upon reviewing the error logs, the fse found that the system had believed that the estop button has been pressed. While inspecting the frontal control module's cabling, fse discovered a loose connector at the cable extension. The cause was identified as a problem with the frontal c-arm control cable connector, which would twist and trigger an estop command when the cable was moved. To resolve the issue, fse reseated the connector. After which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.